Event description:
A routine complaint was received citing an alleged high reading. The customer (ambulance personnel) responded to a call where a patient was exhibiting symptoms of hypoglycemia. The ambulance personnel stated that their percision qid meter reading was not consistent with the symptoms of hypoglycemia and subsequently treated the patient's symptoms with a glucose solution.